Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported system notice #12211 ¿catheter not recognized¿ issue has been confirmed through testing. The catheter failed the inspection due to a broken tc2 wire in the handle.

Event description:
The user received a system notice message indicating that the catheter was not recognized. The catheter was replaced, the issue resolved, and the cryoablation procedure was completed. Reportable based on analysis completed (B)(4) 2015.